Event description:
The physician encountered resistance as the stent delivery system was advanced to the left internal carotid artery, due to the very tortuous anatomy. The physician noted that the microdelivery catheter had stretched as he attempted to advance the delivery system and he was no longer able to advance the delivery system over the guidewire. The delivery system and guidewire were removed from the physician. The physician examined the microdelivery catheter outside the patient and noted that it had separated and the inner braid was visible. The physician cut the microdelivery catheter just distal to the damaged section and transferred the stent into a microcatheter. The stent was then successfully deployed at the target location. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. A definitive root cause for the event cannot be determined. Additional information does however confirm that resistance was encountered during stent system advancement due to severe tortuosity. The catheter then was reported to have become damaged during attempts by the user to advance the system against this resistance. Based on this information the most probable cause of the resistance is excessive tortuosity. The reported damage to the catheter was likely caused by excessive force used to advance the system through this friction. As this is considered an anatomical factor, the most probable cause is operational context.

Event description:
The physician encountered resistance as the stent delivery system was advanced to the left internal carotid artery, due to the very tortuous anatomy. The physician noted that the microdelivery catheter had stretched as he attempted to advance the delivery system and he was no longer able to advance the delivery system over the guidewire. The delivery system and guidewire were removed from the physician. The physician examined the microdelivery catheter outside the patient and noted that it had separated and the inner braid was visible. The physician cut the microdelivery catheter just distal to the damaged section and transferred the stent into a microcatheter. The stent was then successfully deployed at the target location. There was no reported clinical consequence to the patient.